Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 45 mg/dl and current blood glucose was 180 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 2 days. Customer states: the drive support cap appears normal (slightly indented). Customer declined low blood glucose troubleshoot. The insulin pump will not be returned for analysis.